Event description:
It was reported by customer that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was alarm about leak in iab circuit. No harm has been reported. A getinge field service engineer (fse) was unable to provide logs. It was confirmed that it was iabp failure. The regulator and sensor have been calibrated. The cause of the equipment malfunction was identified ¿ pneumatic module assembly was faulty. Part replaced: pneumatic module assy, rohs (d997-00-1178). It passed all performance and safety tests specified by the factory.

Manufacturer narrative:
Event site name: (B)(6).